Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient who stated that the circumstances that led to charging the implant everyday was due to losing signal. It was extremely difficult to get any charge from her antenna for her device. Patient said she received a new recharger antenna and was thankful that the issue was resolved in a timely matter. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient' s recharging waist belt was damaged. The patient also reported that she was dealing with horrible pain because her sciatic nerve was pressing against a bulging disc. The patient had a surgery in (B)(6) 2019 to have the bulging disc shaved off. The patient has had 4 total surgeries (2 before the implantable neurostimulator (ins), the ins surgery, and the shaving disc), and has rods and screws in her back. In addition, the patient was having a hard time finding the signal and feels like the device has moved around. The patient uses adhesive discs, but she does not have enough fat where she was supposed to put it. It was noted that the patient lost 20lbs. Also, the healthcare professional (hcp) threw away her belt because she used adhesive discs. A replacement recharging belt was sent to the patient. On september 24th, 2019, the patient reported issues that were already documented. The patient noted that she was still having problem charging and she received the recharging belt. The patient repeated that the ins moves around and it was more right at the top of her skin because she has no fat. The said she knows where the ins was because it hurts when she put it over. The patient has been on high pain level for complete nerve damage. The patient charges every day, she loses signal/coupling, and she does not even move. It takes multiple time to find coupling bars and was wondering if her charging difficulties were due to the lost weight. During troubleshooting, the patient encountered the reposition antenna screen. It was noted that the programmer was connecting fine. A replacement recharger antenna was sent to the patient. Additional information was received from the patient on september 25th, 2019, that she put the new antenna, it worked perfect, and she was thrilled. The patient reported that it was working very well. There were no further complications or anticipations reported with this event.